Event description:
It was reported that during follow up in the clinic, high impedance and capture threshold were noted on the right atrial (ra) lead. X-ray was performed for a venogram, no abnormalities were noted. The ra lead was capped and replaced on (B)(6) 2025. The patient's condition was stable.